Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During a daily routine check, the customer noticed visible oil and ball bearings in the rotor area of the thermogard xp ivtm system (sn (B)(6) and reported a defective pump rotor. No patient involvement.